Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a warm touch blower generated an alarm but continued to function normally. Although requested, it is unknown if the patient was transferred to another device. There was no report of serious injury or death associated with this event.